Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician performed an unspecified procedure on a patient to remove the kidney stones from the patient¿s body. The physician fragmented the stones with a laser and attempted to remove the broken particles with help of ncircle tipless stone extractor basket. However, the physician found that basket was broken and part of the device remained inside the kidney. The physician extracted the fragments of the broken device with help of another ncircle tipless stone extractor basket. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was requested regarding the device. However, the customer has not answered the questions at this time.

Manufacturer narrative:
A review of the complaint history, device history record, manufacturing instructions, and quality control was conducted during the investigation. The device was not returned to assist with the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There was one other reported complaint for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.